Event description:
The customer reported that the device did not alarm at the end of the infusion. The nurse stated that she had programmed an hours¿ worth of fluids tpn or d10 with lytes. Set vtbi to 6.3ml. At the end of the infusion the pump did not alarm and only showed on the display that the infusion was completed. Reported the pump showed 18 ml was delivered instead of the expected 69 ml. No patient harm reported.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
The customer¿s report of pump did not alarm when infusion completed was confirmed. Analysis of the pcu event log shows that the pump module was infusing d10w w/additives. At 8 am on (B)(6) 2015 the user reprogramed the infusion parameters to 6.3 ml/hr and a vtbi of 6.3 mls. At 8:13 am the device alarmed for patient side occlusion and the user placed the infusion in a delay start mode, delaying for 10 minutes. At 8:24 am the device alarmed with the callback before alarm and the user started the infusion. The infusion then ran until 9:09 am when the infusion completed and stopped. The device then remained in this state (infusion complete scrolling on module) until 6 pm that evening when the tpn was restarted. The root cause was the use of the delay start feature and not programming a call back alarm after completion of the infusion.